Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
The patient stated that some time this past (B)(6) 2019 he had 3 v-go 20 devices that have started to come off after about 1 - 2 hours of applying it.